Event description:
Caller states customer awoke feeling extremely shaky and incoherent. Customer was unable to obtain a result on the aviva meter; caller attempted to test the customer on the aviva meter but was unable to due to an error on the device. Caller contacted customer's nurse and was advised to treat the customer with orange juice and scrambled eggs. Low blood glucose symptoms improved after he consumed the juice and food. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.